Event description:
This case is a solicited case report received from a consumer from united states on (B)(6) 2014 which refers to herself, a (B)(6) female consumer who had fallopian tube occlusion insert (fallopian tube occlusion insert) inserted in 2007 for sterilization. The consumer's medical history included gravida 3 and parity 3. After 7 months of essure insertion consumer's periods started getting irregular and much more painful cramps with clots and very bad pelvic pain. In 2010, the consumer got pregnant and had a miscarried. After 3 years, she got pregnant again (another case was created for this pregnancy: (B)(4)). In 2014, after consumer's child birth she went to a physician and underwent to a diagnostic laparoscopy. The physician was able to remove one essure coil on the right side (right tube). He cut into her left tube to get the essure out but it wasn't there. It was embedded in the wall of her uterus. After that (on an unspecified date) consumer had an hysterectomy done. The product technical complaint investigation and final assessment were received on (B)(4) 2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. In addition, the ae case refers to a usability issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up (B)(4) 2014: no new information was provided. Case closed. Company causality comment: this solicited case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted, got pregnant, miscarried and the device was found embedded in the wall of her uterus during laparoscopy. The events are serious due medical importance, except pregnancy which is non-serious. The third event, interpreted as device embedment, and pregnancy are listed, while miscarriage is unlisted. Device embedment can be interpreted as partial perforation, i.e. The micro-insert or parts of it have penetrated the fallopian tube or the myometrium. In this case, during difficult device removal in the left side, the micro-insert was found out embedded in uterine wall. Given the nature of the event, it is assessed as related to essure. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, limited information was provided. It is not possible to know when the device migration and embedment actually occurred, if it was before or after the conception, therefore, a device inefficacy cannot be totally excluded and causal relationship with essure use is assessed as related. Although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the event is considered as unrelated to essure. Since a diagnostic laparoscopy and later, a hysterectomy have been performed, the case is assessed as incident. Additionally non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.